Event description:
It was reported that before an aortic valve procedure, using a preclose technique, the prostar xl sutures were attempted to be deployed through an 8f sheath in the common femoral artery. Reportedly, after successfully deploying 3 sutures, the fourth could not be pulled out. Another prostar xl device was used successfully and after the procedure, the sutures achieved hemostasis. There was no adverse patient sequela. The physician is reportedly trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reportedly, an 8f sheath was used when the prostar xl was deployed. As per the instructions for use, the device is designed for use in conjunction with 8.5 to 24f sheaths and use of an 8f sheath may have been a contributing factor for the reported failure to deploy the suture. A review of the device lot history record did not reveal any nonconforming material records for this lot. A query of the complaint-handling database was performed and there was no indication of a product deficiency.